Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic customer service representative reported via email of a conversation with the customer's doctor. The customer's doctor called the 24-hour helpline to report that the insulin pump and sensor are not functioning properly. The patient's blood glucose is unknown, but the doctor mentioned that even though the pump is supposed to alarm when the sensor glucose becomes 100 mg/dl no alarm occurred at 87 mg/dl; the pump is not detecting lows. The doctor also stated that the discrepancies between the blood glucose reading and sensor glucose reading are often over 100 points. The customer was called twice but could not be reached as of yet. No products were returned or shipped.